Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified coronary vessel. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.